Event description:
Bayer case number: (B)(4). Abdominal pain, pain during intercourse [painful intercourse], lower libido [libido decreased], seasonal allergies [seasonal allergy], food intolerances [food intolerance], dyspepsia, diffuse joint pain varying in intensity and location over time [joint pain], capable of disturbing sleep [sleep disturbance], tinnitus, sensation of blocked ears [sensation of block in ear], fluctuating hearing [auditory disorder], deafness, increased sensitivity to sound [sound sensitivity increased], swaying [swaying feeling], asthenia, mental fog [brain fog], menierees disease [meniere's disease], first episode of rotational vertigo [rotatory vertigo], vestibulitis, difficulties with balance [balance difficulty], fatigue, driving is problematic and I am unable to drive [impaired driving ability], wisdom teeth taken out [removal of wisdom teeth], memory impairement, concentration impairment. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multigravida. No known allergies regular medication: none. Previously administered products included: iud nos. Past adverse reactions to the above products included: actinomycosis with iud nos. As concurrent condition the report mentioned menopausal. On (B)(6) 2011, the patient had essure inserted. In 2015 she experienced auditory disorder ("fluctuating hearing"), deafness, and hyperacusis ("increased sensitivity to sound"). In 2020 she experienced vertigo ("first episode of rotational vertigo"). In 2021 she experienced meniere's disease ("menierees disease"), memory impairment and disturbance in attention ("concentration impairment"). Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), dyspareunia ("pain during intercourse"), libido decreased ("lower libido"), seasonal allergy ("seasonal allergies"), food intolerance ("food intolerances"), dyspepsia, arthralgia ("diffuse joint pain varying in intensity and location over time"), sleep disorder ("capable of disturbing sleep"), tinnitus, ear discomfort ("sensation of blocked ears"), dizziness ("swaying"), asthenia, brain fog ("mental fog"), vestibulitis, balance disorder ("difficulties with balance"), fatigue and impaired driving ability ("driving is problematic and I am unable to drive") and underwent wisdom teeth removal ("wisdom teeth taken out"). The patient was hospitalised from (B)(6) 2025. The patient was treated with palmitoylethanolamide and analgesic (trolamine salicylate) as well as surgery (total laparoscopic salpingectomy and bilateral cornual resection). At the time of the report, the dyspareunia, seasonal allergy, tinnitus, deafness, dizziness, brain fog, vestibulitis, balance disorder, fatigue and impaired driving ability had not resolved. The outcomes for abdominal pain, libido decreased, food intolerance, dyspepsia, arthralgia, sleep disorder, ear discomfort, auditory disorder, hyperacusis, asthenia, meniere's disease, vertigo, wisdom teeth removal, memory impairment and disturbance in attention were unknown. The reporter considered abdominal pain, arthralgia, asthenia, auditory disorder, balance disorder, brain fog, deafness, disturbance in attention, dizziness, dyspareunia, dyspepsia, ear discomfort, fatigue, food intolerance, hyperacusis, impaired driving ability, libido decreased, memory impairment, meniere's disease, seasonal allergy, sleep disorder, tinnitus, vertigo, vestibulitis and wisdom teeth removal to be related to essure administration. The reporter commented: shortly after the essure devices were implanted in each of the fallopian tubes, I experienced events. Desensitisation done to seasonal allergies. I am enrolled in an ables study conducted on essure; for this reason, the left fallopian tube containing the essure device was retained by this establishment after it was removed. Tubal sterilisation by effortless placement of an essure device. Good positioning on the left (4 intrauterine rotations of the coil). Good positioning on the right (5 intrauterine rotations of the coil). Next steps: a non-contrast abdominal x-ray in three months. Continue with nuvaring in the meantime. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.795 kg/sqm. [Abdominal x-ray] in 2025: detecting two well-positioned essure devices; (date unknown): did not detect the presence of essure devices. [Haemoglobin] (date unknown): 12.6. [Hysteroscopy] (date unknown): cervico-isthmic passage normal uterine cavity normal (hysterometry [measurement] at 8 cm). The mucosal membrane is atrophic. The ostia are visible. There are no suspicious formations inside the uterine cavity. [Magnetic resonance imaging pelvic] in 2023: no gynaecological abnormalities were found. [Pathology test] (date unknown): macroscopic examination: we received a fallopian tube measuring 8 cm in length. The various samples are allocated as follows: bloc 1a fimbria included in its totality and systematic samples of the fallopian tube. Remainder of sample kept in reserve. Samples analysed after application of hematoxylin-erythrosin-saffron (hes) stain histology: the microscopic examination focuses on a tubal wall, morphologically normal, with fringed edges coated in a well-differentiated epithelium. Conclusion: right salpingectomy. Normally differentiated fallopian tube. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.